Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. A 185 cm kinetix¿ guidewire was selected to be used in a ¿very complex case¿. During an unknown time in the procedure the tip detached inside the patient was not able to be retrieved. No further patient complications were reported and the patient is okay.